Event description:
The account alleged that the foot hi/low function is drifting down.

Manufacturer narrative:
The account replaced the cylinder and foot hi/low down valve and issue returned. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.